Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 11/30/2017. Device evaluation: the cartridge was returned to the manufacturing site for evaluation. The cartridge was observed under microscope 10x magnification and scarce amount of viscoelastic residue was observed in the cartridge. A lens was observed stuck in the cartridge tube with part of the haptic out of the cartridge tip. The cartridge tip was observed protruded with the lens. This cartridge condition could appear to be caused with the pushrod handpiece due the scarce amount of viscoelastic used. Directions for use state to fill the entire inside of the cartridge with viscoelastic. The complaint was verified; however the complaint could not be related to the manufacturing process and could be related to the handling process. Manufacturing records review: the manufacturing record evaluation could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable. Cartridge is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that platinium 1 inserter dk7796 was pushing the rod outside of the platinum cartridge 1mtec30. The event occurred during handling and prior to insertion. Additional information was received and it was learnt that the cartridge tip was cracked. No patient contact reported. No further information was provided.